Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the device was removed three weeks prior to the report as it was running too high and ¿essentially electrocuting them¿. They stated it was not working and they didn¿t know why. The device only lasted two years and it malfunctioned. It was also noted that the patient had to go to the emergency room (ER) 5-6 weeks prior to the device removal to have the device turned off. No further complications were reported or anticipated.